Event description:
It was reported that an interlink t connector was connected to a peripheral catheter in a neonatal patient¿s foot, when the connection ¿popped off.¿ this occurred during infusion. The reporter stated that they were "giving gent and had to have pharmacy send up another dose because ... The med did not reach the baby." There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, this was reported to be a (B)(6) patient. The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.